Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the device did not completed cut. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.